Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used during a spinal procedure. It was reported that the short spinous clamp does not grip and is never tight enough. The surgeon was able to proceed with a different short clamp from another set. The procedure was delayed by less than one hour and there was no impact on patient outcome.